Manufacturer narrative:
The reported ¿impedance issue¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the automated test equipment (ate), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both the leads. As such, surgical intervention took place wherein it was noted that the ipg was flipped and one of the extensions was fractured. As such, the ipg and extensions were explanted and replaced. Intra op testing showed impedance on the leads. However, the impedance was resolved replacing the extensions and ipg. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Therapy dates are estimated.